Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery (sfa). A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery (sfa). A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.